Event description:
18f council tip catheter was then inserted over the wire, the balloon could not be inflated - the catheter was removed and inspected, there was no balloon on the catheter (manufacturing defect) so a new 18f catheter was utilized with 10cc placed in the balloon. Catheter: bard hyrdogel and bacti-guard silver alloy coating, ref 0196si18, lot ngfw3837.